Manufacturer narrative:
No product was returned hence the complaint cannot be confirmed. It is unknown which part of the device broke; the handle or locking catch. However without return of the product the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Additional narrative: no product was returned hence the complaint cannot be confirmed. It is unknown which part of the device broke; the handle or locking catch. However, without return of the product the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Reopened - product received. Updated 27 september 2016. The complaint was reopened after the product was received in warsaw. Photographs of the product were reviewed in leeds and the complainants report of the handle being cracked were confirmed. The remainder of the original report still applies. No further action will be taken. The returned product shall be retained for future reference. Depuy still considers this investigation closed at this time.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle on the instrument has cracked.